Event description:
Adult male with history of coronary artery disease (cad), hypertension (htn) and recent increase in chest pain. Procedure: CABG x 3 with internal mammary artery to left anterior descending coronary artery, reverse saphenouse vein segments to posterolateral and right coronary arteries. Problem: when using the virtuosaph plus, there was blood in the co2 part of the instrument and was unable to regulate pressure properly. A new device was used without problem. No known harm to patient. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter). Will obtain.